Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 100% stenosed, de novo lesion was located in a moderately tortuous and severely calcified anterior tibial artery. The physician placed a non-bsc guide wire and advanced the 2.0mm x 40mm sterling es balloon catheter. On the first inflation the balloon was partially inflated to 10atms and ruptured. The device was removed from the patient intact and the procedure was completed with a 2.0mm x 20mm sterling es balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). As the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)